Manufacturer narrative:
Insulin pump was received with corroded battery tube, however insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. No unexpected battery out limit alarm, weak battery alarm, failed battery alarm, bad battery alarm or low battery alarm anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had battery longevity issues. The battery died within a day. The insulin pump had unattended alarms. The insulin pump alarmed weak battery, battery out limit, and failed battery test. The self-test passed. The customer called back and replacing the battery cap did not solve the issue. Customer's blood glucose level was 4.8 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.